Event description:
Patient called pharmacy to report that the freestyle libre 3 plus sensor had malfunctioned while he was placing it. Did not detach from applicator as designed. Patient brought product and packaging to pharmacy to report malfunction. Diagnosis for use: diabetes.